Manufacturer narrative:
H6 component code: g03001. The customer reported performing multiple troubleshooting services including the replacement of the aero c8k pop vlv (ln 09d36-02) and the nozzle pairs, 1,4,5, waste & di (rohs) (ln 2-89269-02) which resolved the issue. A review of the analyzer¿s service history revealed no contributing factors on or around the time of the issue. A review of tracking and trending did not reveal any trends for the architect c16000 instrument or the replaced parts. The calculated erratic rates for the architect c4000, c8000, and c16000 were all below the upper control limit. Additionally, labeling was reviewed and found to be adequate. The architect system operations manual addresses operational precautions, limitations and troubleshooting of the fluidics subsystem. Also, the manual provides detailed instructions/illustrations for the replacement of the aero c8k pop vlv and aero c8k pop vlv (ln 09d36-02) and the nozzle pairs, 1,4,5, waste & di (rohs) (ln 2-89269-02), and addresses troubleshooting of depressed sample results. Based on the investigation, no systemic issue or deficiency of the architect c16000 instrument serial number (B)(6) or the replaced parts was identified.

Manufacturer narrative:
This follow up is submitted, to populate fields d8 and/or h6 with data. That had previously been provided in field h10. There is no change to the content of the data.

Manufacturer narrative:
(B)(4). Was this device serviced by a third party? No. Patient identifier: multiple = (B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely depressed sodium results generated on the architect c16000 processing module for two patients. The results provided were: sid (B)(6) initial na (sodium) result was = 114 mmol/l, compared to 138 mmol/l (range 135 mmol/l to 145 mmol/l); sid: (B)(6) initial na (sodium) result was = 113 mmol/l, compared to 140 mmol/l. The results were not released from the lab. No impact to patient management was reported.